Manufacturer narrative:
The subject device was returned to sales co of olympus and sales co evaluated the device. Olympus as MFR received the result of the eval. The eval confirmed that the probe broke down. The ptfe pad of the device was severely worn. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the probe received the high load.

Event description:
The subject device was used during an operation of the prostate. The probe of the device was broken and fell off inside the pt. There was no pt injury reported.